Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's wife reported that the patient had to visit the emergency room for bleeding around the stoma after using the wafer. While in the emergency room, the pouch was emptied 3 times and was full of blood. They gave him 2 units of platelets due to his low platelet count and was thereafter, admitted to the hospital. Reportedly, his skin looked slightly bruised with bleeding. They applied stomahesive powder and wipes to the peristomal skin. The bruising was going away now. The wafer was changed every 4 days and his stoma was flush on one side.